Manufacturer narrative:
This is 1 of 2 reports.

Event description:
The case was ruptured c2-3 aneurysm stent assisted coil embolization, the stent (subject device) was deployed without any problems. The stent delivery wire (sdw) was attempted to be withdrawn but the sdw and the stent got stuck each other. The microcatheter was advanced to release the sticking, but it also stuck with the sdw. The hub of the microcatheter was cut off and snare device was navigated to the sdw via the microcatheter outer shaft. The snare device caught the sdw, then the sdw and the microcatheter were removed from the patient while involving a slight stent displacement. The removed sdw tip was found stretched and separated. Coiling was started, but a distal blood flow of the aneurysm came not to be shown in angiography during coiling. Cross flow from opposite side was sufficient, so the procedure was finished without recanalization of the distal blood flow. The patient's condition is brain death due to the preexisting sub arachnoid hemorrhage worsening.

Event description:
The case was ruptured c2-3 aneurysm stent assisted coil embolization, the stent (subject device) was deployed without any problems. The stent delivery wire (sdw) was attempted to be withdrawn but the sdw and the stent got stuck each other. The microcatheter was advanced to release the sticking, but it also stuck with the sdw. The hub of the microcatheter was cut off and snare device was navigated to the sdw via the microcatheter outer shaft. The snare device caught the sdw, then the sdw and the microcatheter were removed from the patient while involving a slight stent displacement. The removed sdw tip was found stretched and separated. Coiling was started, but a distal blood flow of the aneurysm came not to be shown in angiography during coiling. Cross flow from opposite side was sufficient, so the procedure was finished without recanalization of the distal blood flow. The patient's condition is brain death due to the preexisting sub arachnoid hemorrhage worsening.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the sdw (stent delivery wire) was returned. Analysis of the returned device revealed that the proximal 40 cm of the sdw was noted to be kinked and bent . The distal section of the sdw was noted to be extensively stretched. The sdw was broken/ fractured, the distal section of the sdw was not returned. Functional test was unable to be performed as only the damaged sdw was returned. As per the additional information, the stent was confirm to be in good condition prior to use and the device was prepared as per the dfu. The patients anatomy was moderately tortuous. It is probable that the tortuosity of the anatomy may have caused damage to the device and subsequently causing the sdw to become stuck in the stent causing the as reported event and the damage to the device. Therefore an assignable cause of procedural factors will be assigned to the as reported stent damages. However, thrombosis is known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to the reported patient thrombosis.